Event description:
This is a report of a home patient (hp) who had a system error 2367 (resume error, critical error found) on the homechoice (hc) while connected during the initial drain. During troubleshooting it was noted that the patient had initiated therapy prior to connecting themselves to the patient line. Proper procedures were reviewed and the caregiver was advised to start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.